Event description:
Oversensing - 72 short intervals documented on the device since a (B)(6) 2022 noise -rv egm shows noise oversensed. Laser lead extraction of the sjm rv lead due to oversensing noise. No inappropriate shades delivered. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).